Manufacturer narrative:
It was reported that this lead was capped due to oversensing, high impedances and a fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
We were notified that this lead was capped due to a product performance issue. No other information was provided. Should additional information be received, this file will be updated.